Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged in the superior vena cava. The right ventricular lead exhibited rise in impedance and capture threshold. During a device upgrade procedure, the right atrial lead was explanted and right ventricular lead was capped. Both leads were replaced. Patient was doing well post operation and was discharged the next day.